Event description:
It was reported by the hospital contact that the embolic coil of the complaint galaxy (640cx3575/15952977) was prematurely detached in the middle of the excelsior sl-10 (stryker, details unknown). The galaxy was safely removed together with the microcatheter. The microcatheter was then re-inserted to the target lesion site, and another galaxy (lot unknown) was inserted to complete the embolization. There were no further issues, delay or any patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to and after the events. Due to the fact that the patient was a hbv carrier, the complained products have already been safely disposed. No further information is available. The procedure was the coil embolization of a parent artery developed from the eca that feeds a tumor, which was approached from the right femoral artery. The patient¿s vessels were neither tortuous nor calcified. It was reported that a 6fr-10 sheath introducer by terumo (name/details unknown), a chikai 14 (asashi intecc, details unknown), a fubuki (asashi intecc, 6fr, details unknown), okay (goodman, type/details unknown), and a dcs syringe ii (lot unknown) were used for this procedure.

Manufacturer narrative:
It was reported by the hospital contact that the embolic coil of the complaint galaxy (640cx3575/15952977) was prematurely detached in the middle of the excelsior sl-10 (stryker, details unknown). The galaxy was safely removed together with the microcatheter. The microcatheter was then re-inserted to the target lesion site, and another galaxy (lot unknown) was inserted to complete the embolization. There were no further issues, delay or any patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to and after the events. Due to the fact that the patient was a hbv carrier, the complained products have already been safely disposed. No further information is available. The procedure was the coil embolization of a parent artery developed from the eca that feeds a tumor, which was approached from the right femoral artery. The patient¿s vessels were neither tortuous nor calcified. It was reported that a 6fr-10 sheath introducer by terumo (name/details unknown), a chikai 14 (asashi intecc, details unknown), a fubuki (asashi intecc, 6fr, details unknown), okay (goodman, type/details unknown), and a dcs syringe ii (lot unknown) were used for this procedure. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. Concomitant medical products and therapy dates: 6fr-10 sheath introducer by terumo (name/details unknown), a chikai 14 (asashi intecc, details unknown), a fubuki (asashi intecc, 6fr, details unknown), an excelsior sl-10 (stryker, details unknown), okay (goodman, type/details unknown), and a dcs syringe ii (lot unknown), another galaxy (lot unknown).